Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. On (B)(4) 2016: tandem technical support made multiple attempts to follow up with customer. No further information provided.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was reported 464 mg/dl. The customer delivered boluses. The customer had used apidra insulin.